Manufacturer narrative:
Date of event. The event date is unknown. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(4), ubd: 26-may-2023, UDI#: (B)(4); product ID: b32000, serial/lot #: (B)(4), ubd: 21-jul-2023, UDI#: (B)(4); product ID: b3301542m, serial/lot #: (B)(4), ubd: 16-sep-2023, UDI#: (B)(4); product ID: b32000, serial/lot #: (B)(4), ubd: 21-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection at the stage 1 incision site. The doctor opened the incision, flushed it, treated it for infection, and closed the incision. The entire dbs system remains implanted. It is unknown if there were any factors that may have led or contributed to the issue. The issue was indicated as not resolved.